Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was experiencing high blood glucose of 30 mmol/l. Customer treated with insulin manually. Customer also reported having site issues with infusion set and needles getting twisted. Customer declined troubleshooting. Customer was advised that they will be getting samples of different infusion set. No product is expected to return for analysis.